Event description:
The customer reported that while running a hepatitis assay, the summit sample handler failed to dispense reagent into some wells and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.